Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements. Please refer to statement dated 01aug2014. Evaluation summary a mother reported on behalf of her son that his humapen luxura device was hard to push. The patient experienced both hyperglycemia and hypoglycemia. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and product complaint, concerns a pediatric light-brown male patient. Medical history: premature baby; pneumonia and respiratory problems during his first year due to this he was hospitalized some times; blood transfusion due to the low haemoglobin when he was nine months; asthma after the first year; he lost 12 kilograms (kg) and also was hospitalized during one week after diagnosis of diabetes. Information regarding concomitant medications was not provided. The patient received human insulin (rdna origin) nph (humulin n) and human insulin (rdna origin) regular (humulin r), both delivered by humapen champagne device (reported as a beige lilly device), for unknown indication for use, dose, frequency, subcutaneously beginning in (B)(6) 2013. On an unspecified date, unknown time after beginning human insulin nph and human insulin regular the patient presented hypothyroidism. The patient did not receive corrective treatments and he was recovering from the event. Also the patient felt pain at injection site because the needles were short and thick. Besides that, the patient noticed that the button of the reported humapen champagne device (lot was not provided; (B)(4)) was hard to push and due to this patient experienced injury at injection site. As corrective treatment for the injection site pain and injury, the patient started to use other needles with smaller gauge and he recovered from the events. In (B)(6) 2014, one year after beginning human insulin nph and human insulin regular, the patient received insulin (it was unclear if was human insulin nph or human insulin regular) in the morning, and at lunch the patient did not received insulin (it was unclear if was human insulin nph or human insulin regular), however in the afternoon the patient experienced hyperglycemia complained of lot of headache and abdominal pain, the glycemia was above of 400 (units were not provided) and due to this the patient was hospitalized. As corrective treatment from the hyperglycemia in the hospital the patient received unspecified regular insulin. He was hospitalized during two days and recovered from the event on an undisclosed date. The dates of admission and discharge from hospital were not provided. The patient underwent unspecified exams to verify the time which the glycemia remained altered; but the values were not provided. On an unspecified date after beginning human insulin nph and human insulin regular and unknown if before or after hospitalization, the human insulin nph and human insulin regular did not have effect because the patient presented uncontrolled glycemia, described as the patient received human insulin nph at 7 am, and at lunch the glycemia presented normal values, due to this the patient did not received the human insulin regular; however since after the lunch the patient presented hyperglycemia (values were not provided) and as soon after, the patient experienced hypoglycemia which values were around 40 (units were not provided). On (B)(6) 2014 the patient presented hypoglycemia before starting physician activities. As corrective treatment for the uncontrolled glycemia the treating physician replaced human insulin nph and human insulin regular by lispro insulin (humalog) and insulin glargine; however as of (B)(6) 2014 the patient did not start the treatment and continued to received human insulin nph and human insulin regular. On an unspecified date, unknown time after beginning human insulin nph and human insulin regular, the historical weight loss stopped and patient returned to his normal weight around (B)(6), however the patient lost between four and five kgs and he was (B)(6), the consumer reporter believed that the weight loss occurred due to the uncontrolled glycemia because the patient had been receiving dietary normally. The patient did not receive corrective treatments nor recovered from the weight loss. The human insulin nph and human insulin regular treatments were continued. It was unknown who was the operator of the device and if was a trained user. The patient had been using this device model and the reported device for unknown time. The device was not returned. The consumer reporter did not provide a relatedness opinion between human insulin nph and human insulin regular and events of weight loss, hypothyroidism and hyperglycemia which caused the hospitalization. However consumer reporter related the human insulin nph and human insulin regular to the events of lack of effect with hyperglycemia and hypoglycemia. The consumer reporter did not relate the events of injection site pain and injection site injury to the human insulin nph and human insulin regular. The consumer reporter related the injection site injury to the reported device but did not provide an opinion of relatedness between the remained events and the reported device. Update 25jul2014. Edit to case to enter medwatch fields on device product page. Edit 25-jul-2014: after internal review due to regulatory submission, it was added the product complaint number in the narrative. Update 28-jul-2014: information received on 25-jul-2014 from call center was not added any relevant information. Update 01aug2014. Additional information received 01aug2014 from the global product complaint system. To device page added device specific safety summaries (dsss), updated the device to a humapen luxura champagne, updated the EU/ca fields, medwatch fields, and the narrative accordingly.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and product complaint, concerns a pediatric light-brown male patient. Medical history: premature baby; pneumonia and respiratory problems during his first year; due to this, he was hospitalized some times; blood transfusion due to the low haemoglobin when he was nine months; asthma after the first year; he lost 12 kilograms (kg) and also was hospitalized during one week after diagnosis of diabetes. Information regarding concomitant medications was not provided. The patient received human insulin (rdna origin) nph (humulin n) and human insulin (rdna origin) regular (humulin r), both delivered by humapen unknown device (reported as a beige lilly device), for unknown indication for use, dose, frequency, subcutaneously beginning in (B)(6) 2013. On an unspecified date, unknown time after beginning human insulin nph and human insulin regular the patient presented hypothyroidism. The patient did not receive corrective treatments and he was recovering from the event. Also the patient felt pain at injection site because the needles were short and thick. Besides that, the patient noticed that the button of the reported humapen unknown device (lot was not provided; product complaint (B)(4)) was hard and due to this patient experienced injury at injection site. As corrective treatment for the injection site pain and injury, the patient started to use other needles with smaller gauge and he recovered from the events. In (B)(6) 2014, one year after beginning human insulin nph and human insulin regular, the patient received insulin (it was unclear if was human insulin nph or human insulin regular) in the morning, and at lunch the patient did not received insulin (it was unclear if was human insulin nph or human insulin regular), however in the afternoon, the patient experienced hyperglycemia complained of lot of headache and abdominal pain, the glycemia was above of 400 (units were not provided) and due to this the patient was hospitalized. As corrective treatment from the hyperglycemia in the hospital the patient received unspecified regular insulin. He was hospitalized during two days and recovered from the event on an undisclosed date. The dates of admission and discharge from hospital were not provided. The patient underwent unspecified exams to verify the time which the glycemia remained altered; but the values were not provided. On an unspecified date after beginning human insulin nph and human insulin regular and unknown if before or after hospitalization, the human insulin nph and human insulin regular did not have effect because the patient presented uncontrolled glycemia, described as the patient received human insulin nph at 7 am, and at lunch the glycemia presented normal values, due to this the patient did not received the human insulin regular; however since after the lunch the patient presented hyperglycemia (values were not provided) and as soon after, the patient experienced hypoglycemia which values were around 40 (units were not provided). On (B)(6) 2014 the patient presented hypoglycemia before starting physician activities. As corrective treatment for the uncontrolled glycemia the treating physician replaced human insulin nph and human insulin regular by lispro insulin (humalog) and insulin glargine; however as of (B)(6) 2014 the patient did not start the treatment and continued to received human insulin nph and human insulin regular. On an unspecified date, unknown time after beginning human insulin nph and human insulin regular, the historical weight loss stopped and patient returned to his normal weight around (B)(6), however the patient lost between four and five kgs and he was (B)(6), the consumer reporter believed that the weight loss occurred due to the uncontrolled glycemia because the patient had been receiving dietary normally. The patient did not receive corrective treatments nor recovered from the weight loss. The human insulin nph and human insulin regular treatments were continued. It was unknown who was the operator of the device and if was a trained user. The patient had been using this device model and the reported device for unknown time. The return of the device was not expected. Since the device is not being returned, evaluation for a malfunction is not possible. The consumer reporter did not provide a relatedness opinion between human insulin nph and human insulin regular and events of weight loss, hypothyroidism and hyperglycemia which caused the hospitalization. However consumer reporter related the human insulin nph and human insulin regular to the events of lack of effect with hyperglycemia and hypoglycemia. The consumer reporter did not relate the events of injection site pain and injection site injury to the human insulin nph and human insulin regular. The consumer reporter related the injection site injury to the reported device but did not provide an opinion of relatedness between the remained events and the reported device. Update (B)(4) 2014. Edit to case to enter medwatch fields on device product page. Edit (B)(4) 2014: after internal review due to regulatory submission, it was added the product complaint number in the narrative.

Manufacturer narrative:
A follow-up report will be submitted when the final evaluation is completed.